Manufacturer narrative:
On 6/10/2019, mentor received the device. On 6/15/2019, additional information indicated that the patient underwent bilateral mastopexy and replacements as follow: left replaced with 3503251bc, serial number (B)(4), and right replaced with catalog number 3505001bc, serial number (B)(4). On 6/17/2019, device evaluation completed: during evaluation of the sample a tear was observed within a fold or wrinkle on the anterior aspect of the implant, measuring approximately 0.5 cm. No other anomalies were discovered. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant product: lef-mentor smooth round high profile, 270cc, ref/sn : 3503270; (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 475 cc saline breast implants which the right side deflated after implantation. The issue observed by the physician. As a result patient had the device removed on (B)(6) 2019.